Manufacturer narrative:
A longevity calculation was performed which indicated the battery depletion was normal. The longevity estimate provided by the programmer was incorrect. Bench testing was performed on the device and all electrical parameters and battery voltage were within specifications. The cause of the inconsistent remaining longevity estimate near eri indicated by the programmer could not be determined.

Manufacturer narrative:
A longevity calculation was performed which indicated the battery depletion was normal. Bench testing was performed on the device and all electrical parameters and battery voltage were within specifications. The longevity estimate provided by the programmer was incorrect. However, the cause of the inconsistent longevity estimate by the programmer could not be determined as the session records or programmer were not returned.

Event description:
Abbott technical support analyzed the session records which indicated the battery depletion was normal. The device exceeded the expected longevity based on the current parameters. The longevity estimation during previous follow-up was likely overestimated by the programmer.

Manufacturer narrative:
(B)(4).

Event description:
The patient presented to the hospital following a device eri alert. Early battery depletion was suspected. The device was explanted and replaced. The patient is stable.